Event description:
Patient admitted and underwent open heart surgery. Post-up, patient was on o2 nasal cannula. Patient was transferred from sicu to n2w. Patient assisted to bed. O2 nasal cannula connected to gauge with toggle switch. The toggle switch was noted to be in the incorrect position and the o2 was noted to be in the incorrect position and the o2 was not flowing to the patient. The patient's o2 was not flowing to the patient. The patient's o2 stats dropped to 50's. Patient placed on 100% non-rebreather mask and transferred back to sicu for further treatment. Switch is not marked and is very confusing to use.